Event description:
During evaluation at the philips bench, damaged was identified that included the bezel an the main button (on the bezel) not working. No patient involvement was reported.

Manufacturer narrative:
(B)(4).